Event description:
It was reported by service report that the trend angle was inaccurate. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Additional info needed to make assessment; follow-up will be filed if necessary based upon investigation results.